Event description:
Clinical trial. It was reported that 656 days following a coronary artery drug eluting stenting procedure, the pt developed a stent thrombosis. The pt presented for treatment with an acute myocardial infarction. The index procedure treated the 75% restenotic, 3.0x8mm mid lad (left anterior descending) lesion using a 3.0x16mm taxus express2 drug eluting stent. It was reported that 644 days following the initial procedure the pt presented with abdominal pain and was admitted to the hospital. Clopidogrel and aspirin were stopped, so the pt could undergo a colonoscopy and biopsy. On day 656, the pt experienced "severe" anginal pain, "light" dyspnea, and st elevation on ECG. Angiography showed a 100% occlusion of the mid lad at the previously stented region. Stent thrombosis was diagnosed and balloon angioplasty was performed. Following angioplasty, coronary flow was re-established and the st elevations resolved. The pt had no further complications and was discharged on day 661. The investigator assessed the event as definitely related to the study device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.